Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative updated the hard drive and the software. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system would not transfer information to pacs. No pt injury was reported.